Manufacturer narrative:
Product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. Pump analysis revealed no anomalies.

Event description:
Additional information received reported the patient had experienced underdose symptoms, specifically the previously reported symptom of spasticity.

Manufacturer narrative:
(B)(4).

Event description:
Change in therapy effect was reported. The patient had the pump replaced in (B)(6) and since then has not had optimal results. The catheter was also revised and the patient has basically a completely new system but still had been presenting with symptoms of withdrawal and increased ck. The hcp tried to aspirate the catheter from the cap and could not draw back adequate volume. The day of the report the catheter was to be revised and the hcp was able to aspirate easily from the cap. The roller study showed the rollers turning but the hcp wanted to replace the pump. It was unknown if there have been any volume discrepancies or if the patient had been responsive to therapeutic boluses. The pump was used to deliver lioresal. It was later reported the patient experienced increasing spasticity and less than 50% therapy relief despite increased doses. The patient was seen in clinic and cap procedure attempted but unable to aspirate therefore scheduled patient for catheter revision. Patient's catheter had recently been replaced with ascenda in march of 2013. The hcp attempted cap procedure in or pre-operatively and was able to aspirate. Chose not to perform a catheter dye study because he got good, smooth flow while aspirating. Performed rotor study in or which showed that pump was functioning. While under fluoro, visualized length of catheter and confirmed all connections were intact. There had not been any significant volume discrepancies. The hcp opted to replace the pump. It was also noted that the patient was hospitalized. The patient was noted as alive-with injury. It was later reported the patient was doing well now. The hcp reported the patient was experiencing good therapy and would be discharged soon.